Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured november 5, 2014 to november 6, 2014. The device was returned for evaluation with a non-baxter luer connector. Visual inspection did not reveal any leaks from the unit or any signs of physical abnormality. A functional leak test was performed. After filling, the luer connector was attached to the distal luer. The next day, no evidence of leak was observed at the connection between the infusor¿s distal luer and the connector. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked during therapy. After therapy the connection described as being between the blue plastic piece and three-way connector became separated. The device was filled with 600mg of fluorouracil teva and sodium chloride. Solution leaked onto the patient¿s arm and was washed off with soap and water before ice was applied to the area. There was no patient injury or medical intervention associated with this event. No additional information is available.